Event description:
Additional information received later indicated that it was determined that the "catheter and system were functional and the increased pain did not have an associated etiology".

Event description:
Additional information: it was reported that the catheter was spliced on 2011-(B)(6). It was also added, "upon surgical revision, system determined to be functional". Patient outcome was noted as resolved without sequel.

Manufacturer narrative:
Catheter: model 8835, serial# (B)(4), implanted: unk, explanted: unk. Catheter: model 8709, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk. Catheter: model 8596sc, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk.

Event description:
It was reported that the patient experienced increased pain. Healthcare provider (hcp) was unable to aspirate catheter access port on (B)(6) 2011. A failed catheter dye study was noted with pending catheter revision. Drugs delivered via the device were hydromorphone, bupivacaine and fentanyl. A follow-up report will be sent when additional information becomes available.